Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with fluid ingression by the downstream occlusion (dso) sensor seal. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated. Service will replace dso as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.